Manufacturer narrative:
Returned product analysis revealed proximal stent damage. Some of the struts were severely misaligned and twisted. It was noted that the stent was pulled distally on the balloon. Distal stent damage was also found. The condition of the returned device is consistent with the proximal edge of the stent getting caught on a foreign object during withdrawal which resulted in the stent getting pulled distally on the balloon. Proximal stent damage is consistent with the device meeting some form of restriction on withdrawal. A review of the shop floor paperwork found that the device met its material, assembly and product specifications. The most probable root cause of this complaint is unknown.

Event description:
This complaint is now reportable based on the analysis completed on 02/02/2007. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.50x12mm taxus liberte drug eluting stent (des) was unable to cross the distal right coronary artery (rca). No patient complications were reported. However, returned product analysis revealed stent damage.